Event description:
It was reported to lifecell that two pts who underwent breast reconstruction with expander, by the same physician in the last year developed infections which cultured for mycobacterium fortuitum. This is the second of two reports. Lifecell is in the process of attempting to obtain further info, including lot numbers. Refer to 1000306051-2011-00114 for report for the other pt.

Manufacturer narrative:
Due to lack of info available, including alloderm lot number, this event is being reported to FDA to comply with the 15-day reporting requirement. Lifecell will submit a f/u report if add'l info becomes available.